Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 576 mg/dl. The customer expressed the following symptoms: thirst, exhaustion, and vomiting. The customer stated she had to change her insertion site four times in two days because of her high blood glucose levels. Standard troubleshooting was performed. The customer revealed she had received no delivery alarms from her insulin pump. It was discovered that the cannula of the unomedical insulin infusion set was bent and occluded. The customer was advised to change her reservoir, insulin, and infusion set. The product is not being returned. Nothing further was reported.